Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple. Minimum fill notifications when attempting to load multiple cartridges. Reportedly, the cartridge was filled with 200 units of insulin. The customer declined to provide the blood glucose level. It was confirmed that the customer had manual injections available as alternate insulin therapy.